Event description:
Customer's daughter reported that on (B) (6) 2010 customer received an ER-4 message on the display of his freestyle freedom blood glucose meter. It was further reported customer was moaning loudly, was flailing his arms around, his tongue was hanging out, was non-responsive, "didn't look right" and subsequently experienced a loss of consciousness. Paramedics were called, "stabilized" the customer and transported him to a local healthcare facility. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. Additionally, customer was treated with antibiotics for a urinary tract infection. It is unknown what other treatments may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.